Event description:
Meter powers off during use. Pt did not experience any symptoms at the time of testing. Pt contacted md for medical advice. Batteries have been replaced less than a year ago and are in good condition. Customer service had pt replace the batteries and meter still had the issue. Meter shuts off before the time is up. Customer service is sending a replacement meter.